Event description:
At about 6 months after the primary, the patient came in reporting pain and instability due to a leg length discrepancy. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 october 2023. Lot 2303240: (B)(4) items manufactured and released on 13-03-2023. Expiration date: 2028-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved in the event: batch review performed on 19 october 2023 liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot 2247597: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.